Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was unremoved from the pyxis. A technical support specialist (tss) checked the patient record on the server and confirmed the patient was admitted to unit wb3. No new admit discharge transfer messages had been received for the patient since. The tss advised the customer requesting that an updated message with the correct unit be sent. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a patient originally on b3 was transferred to main but does not drop off from (B)(6). As a result, the current patient could not be loaded into pyxis, and medications could not be obtained for the current patient from (B)(6), as the previous patient remained active. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.